Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted. A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient with this pacemaker system was going to undergo magnetic resonance imaging (MRI). Technical services (ts) was consulted since it was reported a lead repair kit was used when the pacemaker was changed out over a year ago. Ts reviewed stored data and all measurements were within range, with no evidence of any issues. The lead remains in service. No adverse patient effects were reported.